Event description:
The target lesion was in a severely tortuous cx. Moderate calcification and 70% stenosis was present. The lesion was pre-dilated. No damage was noted to packaging of the endeavor sprint drug eluting stent. No issues were noted when removing the device from the hoop. The device was inspected with no issue. Negative prep was performed with no issue. It is reported that stent deformation occurred in vivo during positioning/advancement. Excessive force was not used during delivery. The device passed through a previously-deployed stent. The physician did not complete the procedure. Patient is alive - no injury.